Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that there was no sound from the device. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that there was no sound from the device.the device was in use on a patient. There was no report of patient or user harm.